Manufacturer narrative:
The reported issue was confirmed. Evaluation verified that was no water inside the syringe. No crack or defect observed on barrel and plunger. How and when the problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: [warnings]: method for use: do not inflate the balloon in the urethra [the urethra may be injured]. Do not pull the catheter hard [the bladder/urethra may be injured]. Applicable patients: patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged]. [Contraindications]: method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils) [they may damage the device and may burst balloon]. Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments [catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon].

Event description:
It was reported that upon opening the package the syringe was found to have no cap and very little water inside.